Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) batteries would not hold a charge. To restore functionality, the ups battery pack was replaced. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system shut down without prompt from the user when the site lost power. It was noted that the navigation system was plugged in and had been charging overnight. There was no patient present when this issue was identified.